Manufacturer narrative:
H3: one device was received for evaluation. No repairs were identified in the service history review. The review of the event history log (ehl) found "high pressure" alarm and several "no disposable" alarms. Functional tests were performed, and the reported issue was confirmed. The root cause of the issue was an occlusion in the device.

Event description:
It was reported that the stopped twice during use and there was a blockage alarm. There was patient involvement but no patient harm.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: UDI and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.